Event description:
Philips received a complaint on the dfm100 indicating that failures of the operational check resulting in monitor error message. There was no patient involvement. The user worked with philips field service. It was found the user needed instruction on how to properly perform an operational check. Once the operational check was properly performed there was no errors. The device did not malfunction.